Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Phone: (B)(6). The system was evaluated by a field service engineer (fse). The fse replaced the rear panel connector printed circuit board, the wireless fp receiver and the footpedal accessory. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a short interruption resulting in a vitrectomy surgical procedure. It was reported that phaco machine had unexpected continuous irrigation. After the vitrectomy was performed the cataract surgery was finished successfully and the patient¿s outcome is good. The surgery center did not suspect the j&j system caused the vitrectomy to occur. No further information provided. This report is for the footpedal accessory. A separate report will be submitted for the phacofragmentation unit.